Event description:
At the end of the case, the user attempted to manually ventilate the pt, but could not. The reservoir bag began to extend. The user squeezed the reservoir bag four or five times, then heard a pop sound, and the pressure was released. The user was then able to manually ventilate the pt on the machine and completed the case. No pt injury reported.